Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed spots of molten titanium on the ICD housing. This indicates an arc overfrom a high voltage lead conductor during a shock delivery, most likely due to an abraded lead insulation , representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit,consistent with the spots of molten titanium observed during the visual inspection of the ICD. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 68 months after the implantation and one year after the last follow-up, which showed the battery charged 55%, it was impossible to interrogate the device. No adverse patient side effects were reported.